Manufacturer narrative:
Add'l analysis revealed that the wire was bent and fractured at the junction of the spring tip and core wire. The fracture was apparently caused by significant tensile force placed on the device. No material or manufacturing deficiencies were noted.

Event description:
During ptca proceudre, the tip of the guide wire fractured as the balloon catheter was removed. The balloon ruptured prior to removal. All pieces were retrieved. Pt status is listed as "ok." Same case as MFR report #2183819-1996-00010.